Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Replaced implant fracture post-op: metal with implant fracture post-op : unknown material.

Event description:
The material of the fractured implant is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). H6 patient code (3191) no code available was used to capture the surgical intervention. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 17 aug 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. In addition to what previously alleged, ppf alleges fracture component and loosening of stem. Added account name, law firm, date of birth and age of patient. Also added unknown stem and unknown hip implant has been added to captured the allegation of a fracture as its unknown where the fracture was. If / when more information is received, the pc will be updated as needed. Corrected date of event. Doi: (B)(6) 2005. Dor: (B)(6) 2009, left hip. See (B)(4), right hip.